Event description:
It was reported that the customer was admitted to the hospital for diabetic ketoacidosis (dka) after experiencing high blood glucose levels, which did not decrease despite injections administered by their spouse. The daughter of the patient advised going to the emergency room following symptoms of vomiting. Reportedly, the customer was hospitalized. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.